Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 failed and the board appeared to be burnt. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not detected on the bus. The field service engineer (fse) opened the back panel for inspection and found the retractor band was not fully inserted into the module controller board. Reseated the retractor band connection and the row board cable, then tested drawer communication using hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.